Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: dg. Event description: following the usual proper procedure, the lever was pushed forward and the bag opened, but at the same time, green beads fell into the abdominal cavity. The beads used to close the bag remained separate from those that had fallen. Intervention: replaced to a hospital inventory new product and the procedure was completed. Patient status: no patient injury indicated.